Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an afib ablation procedure using a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis with approximately 600 ml of fluid withdrawal. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponed remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponed. Customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/04/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Conconmitant products were used during this study: smart touch generator. Evaluation methods: no testing methods performed - (B)(4). Results: no results available since no evaluation performed - (B)(4). Conclusion: device discarded by user, unable to follow-up - (B)(4). (B)(4).

Event description:
It was reported that a female patient underwent an afib ablation procedure using a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis with approximately 600 ml of fluid withdrawal. Immediately after the cs catheter was placed, the anesthesiologist noticed that the patients' blood pressure had dropped. Dopamine and fluids were administered to the patient. The patient did not require extended hospitalization and was in stable condition. The physician believed that the cause of the event had to do with the difficulty of the cs catheter placement and could have happened when he was trying to place the cs catheter back into position once it fell out of position. The factor that the cs anatomy was very challenging even from the beginning might have contributed to the event.